Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the preparation, steerable guide catheter(sgc) was unable to hold column as the fluid was leaking from the tip of the guide. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects.

Event description:
It was reported on 21 october 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the preparation, steerable guide catheter(sgc) was unable to hold column as the fluid was leaking from the tip of the guide. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.